Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer periarticular locking plate, lot #unk. This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. A patient history review indicated that, after falling, the patient underwent additional conservative treatment which was successful and also has a history of colorectal cancer. There was no particular product part or lot numbers provided, so a complaint review could not be performed. Patient reported falling prior to complaint; therefore, the screw pull out likely resulted from patient fall. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Zimmer periarticular locking plates are used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the most proximal locking screw on the plate partially pulled out after the patient suffered a fall braced with an outstretched arm. The patient successfully recovered with conservative treatment.